Event description:
Additional information received. The patient emailed rep on (B)(6) 2021. Patient thought that they could not turn system off. Rep emailed him back on (B)(6) 2021 and told him to depress the ¿on/off¿ button anytime him wanted. Rep offered to meet them later that day for a reprogramming. Rep replied back that they had turned their device off. Rep texted patient on (B)(6) and asked when a good time to call him was so rep could remind them on how to turn amplitude down. Rep did not hear back from patient. Rep reported they reached out to patient again to meet but patient was "cool" and indicated they would try group c. Patient knows how to turn off their stimulator and has not mentioned any jolting since initial email on (B)(6). Patient did not want rep present at next appt with hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's implantable neurostimulator (ins) had been nothing but trouble; not only was it no help, but it intermittently went out of control "from the remote." It went up and down in intensity on its own, sometimes so high that all the patient could do was agonize until it stopped. Now, they needed another surgery to remove the ins and to see if there was anything that could be done to fix the crippling nerve damage they suffered "as a result of this fiasco." They also noted that their ins was installed "without any prior testing done." They didn't know "it was supposed to be tested for a week outside the body."

Manufacturer narrative:
This report was updated due to information received in mw5111234. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep 08/26/2022. Cause of the stimulation issue was not known. Rep offered to meet the patient on (B)(6) 2021. Each time the patient declined their help. They have not physically seen this patient since (B)(6), 2021. The last correspondence, via text, was on (B)(6), 2021. The patient had an appointment at a (B)(6) surgeons office on (B)(6), 2022 where they were asked to attend. They were there but the patient was a no show. They were told that the patient also missed an appointment at the same office on (B)(6), 2022. They have no knowledge of his generator being explanted and to their knowledge, no surgical intervention has occurred. As far as they know, it is ¿still in use.¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient was seen for an acupuncture appointment on june 22nd at the va. The rep contacted the patient to see if they could like a manufacturer representative (rep) to meet with the patient at their pain physician¿s office. The patient replied that they didn¿t think a reprogramming would help alleviate their pain. The rep replied back indicating that they would be happy to meet with them wherever they wanted and to reach out to them if they would like.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient sent an email stating that he did not like the programs that were given to him. He thought he could not turn the stimulation off. He also said that he felt a ¿jolt¿ when he switched programs. Rep emailed the patient back instructing him on how to turn his system off.   Patient¿s next appointment is (B)(6) 2021.